Event description:
Customer stated they think they are allergic to the plastic in the aligners because when they put them on, they start to have inflammation.

Manufacturer narrative:
: Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.